Manufacturer narrative:
The battery was returned for evaluation. Review of battery service record indicates a reportable event. Upon investigation, the battery was unable to power on a monitor or charge and was experiencing a fault when placed in charger.

Event description:
A us distributor returned a battery and reported being unable to power on or charge and experiencing charger faults, indicating a potential device malfunction.